Event description:
A customer reported that a patient had received general anesthesia in anticipation of vitrectomy surgery. The surgery had not yet begun when the system displayed a message. The surgeon used another system and changed the procedure to perform surgery. No patient harm was reported. Additional information has been requested regarding how the surgery plan was altered.

Manufacturer narrative:
The company representative examined the system and replaced the vacuum pressure manifold assembly and the pneumatic connector assembly. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).